Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use for a procedure. The procedure was delayed and completed using different system. The philips field service engineer (fse) inspected the system on site and confirmed that the unit is giving error message, "xray protocol is incorrect". Review of the system log files showed that the x-ray pc (tp) was unreachable. Fse replaced the bad x-ray pc as the review monitor would never load, could not make any x-ray and restored the epx database. After replacement of x-ray pc and epx database restoration, the system was returned to good working condition. The codes were updated based on the investigation outcome. Device problem code, evaluation method code and health impact code were corrected.

Event description:
It has been reported to philips that the system would not power on after it was rebooted. No harm has been reported to philips.philips has started an investigation of this complaint.